Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio on the mx40 device. The device was being used for patient monitoring when then the issue was found. There was no report of patient injury or harm.